Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation of the returned clamp found that the reported event was related to a mechanical issue. As reported, adjustment threads were cross threaded. Unable to open or close the clamp. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 medium clamp shipped to site 05/09/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's damaged medium suretrak2 clamp, the screw head was worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.